Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: t505c porcine heart valve (B)(6) 2011.

Event description:
It was reported an infection occurred. The device was removed and replaced. No further patient complications have been reported as a result of this event.